Event description:
It was intended to cross a previously implanted stent with an orsiro drug-eluting stent system to treat a more distal lesion. The proximal stent could not be crossed.

Manufacturer narrative:
The complaint instrument was returned without the stent being crimped on the balloon. The returned delivery system was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent balloon shows no irregularities. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.